Manufacturer narrative:
The valve was returned for evaluation: DHR - lot 4380965 conformed to the specifications when released to stock UDI: (B)(4). Failure analysis: the valve was visually inspected: no defects noted, the valve is still in unopened blisters. The valve was tested for programming in unopened blister, the valve passed the test. Root cause - no root cause could be determined for the programming issue; as the technician was unable to confirm the problem reported by the customer, the valve programmed still in unopened blister.

Event description:
A facility reported inability to set a certas valve preoperatively. It was replaced and another valve was implanted. There was no surgical delay and no consequences for the patient.